Event description:
The pt report after wearing the pod on her back she noticed the site was painful, warm to the touch, there was yellow drainage and it was in the size of the pod. The pod was removed and discarded. She went to see her doctor who prescribed her cephalexin and bactrim for her sit infection. Her site was all cleared up by the time of the call.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the pt's infection. No qualification and sterilization records were reviewed because no product lot number was reported.